Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day post-implant, there was a lead dislodgement with elevated threshold and intermittent capture. A chest x-ray showed a loss of slack. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the system longevity study.